Event description:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: product analysis was performed on the returned meter on (B)(4) 2013 with failing results. The patient reported an unspecified error message on the meter and a review of the meter log showed an error 4 had occurred; however no error message was reproduced during testing. There was no patient injury associated with this issue.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: product analysis was performed on the returned meter on (B)(4) 2013 with failing results. The patient reported an unspecified error message on the meter and a review of the meter log showed an error 4 had occurred; however no error message was reproduced during testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.